Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used in the common bile duct during a spyglass procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was lost approximately 20 minutes into the procedure. The spyscope ds ii catheter was unplugged several times and plugged back into the controller; however, the problem was not resolve. The procedure was not completed and rescheduled. There were no patient complications reported as a result of this event.